Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14jan2019. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the ventilator had a touchscreen failure. The ventilator was not in use on a patient at the time of the event occurred. Event date not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 06may2019, date of report : 24may2019. The touchscreen assembly was received for evaluation. Visual inspection of the touchscreen assembly revealed evidence of contamination and a misaligned trace on the touchscreen. The touchscreen assembly was installed to a good test ventilator and failed the touchscreen calibration. The reported event was verified. The product failed to meet specification. The ul_lr and ur_ll resistance were out specification and resistance ratio (ul_lr/urll) were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Report date: 22jan2019. Date rec'd by MFR: 21jan2019. The philips field service engineer (fse) evaluated the device. The reported condition was verified. The touchscreen was not responding properly. The fse replaced the touchscreen to address the issue. The ventilator passed all testing and operated within the manufacturing specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.